Event description:
It was reported that the pump generated a key-stuck alarm, which prevented the patient from completing the infusion. Therapy was paused during infusion to replace the pump, resulting in a delay in treatment. No adverse effects were reported.

Manufacturer narrative:
H4, device mfg date is unknown. No information is available based on the reported serial number. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 2/12/2026. D4 - serial #: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had a key stuck alarm" could be confirmed or replicated during functional testing. The device event log/alarm history found one instance of "key stuck" alarm. The probable cause was unknown as the issue was unable to be duplicated. Updated software and unit reset to standard configuration. The device passed testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.